Event description:
Boston scientific crm received information that a nurse stated she was unable to interrogate the device. According to the nurse, the device was pacing on the presenting electrogram strip. A boston scientific sales representative was contacted and was still unable to interrogate the device even after trying a different room. The sales representative was also unable to retrieve a magnet rate from the device. Another electrogram strip was run, which showed that there was no pacing from the device. It was confirmed that the patient had not been exposed to any known radiation or a MRI. The patient's intrinsic heart rate was noted to be below the lower rate limit of 60 bpm, so a device replacement procedure was immediately scheduled. A new device was successfully implanted and the explanted device was returned for analysis. No additional adverse patient effects were reported. The patient called in four months later and stated that due to the issues with his previous pacemaker, he had fallen and was hurt. No additional information was provided.